Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was tested using the system, and on startup unit displayed error c-34. The iesu will be returned to the original equipment manufacturer for additional failure analysis. Upon visual inspection there were no issues found that would be related to the reported event. The root cause is attributed to the high voltage fault. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report monopolar was not working. Customer had tried a different instrument and instrument cord with no change. Customer was getting a c-34 error on the erbe. Tse had the customer check the external foot pedals for obstructions. No change, erbe was still giving a c-34 error. Customer connected a force triad and still was not getting monopolar energy. Tse had the customer next remove the external foot pedals cable from the back of the erbe. There was only one cable connected. No change after external foot pedals cables removed. The procedure was completed with no reported injury.